Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'air in tube' was reproduced as a 'reload set' alarm. A review of the event history log revealed 'reload set' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the 'reload set' alarm was determined to be the out of specification upstream sensor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.